Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date. The lot number provided is not in the monument data base. No device history record review is possible. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was treated for a left distal radius fracture. The surgeon operated in the usual procedure and tried to insert the locking screw into the distal hole. It was inserted in the wrong direction, so it was extracted for reoperation. During the insertion, the torque limiting attachment was disassembled and became dirty. After that, using with the brown handle and the driver tip which did not become dirty, the operation was completed successfully. This is report 1 of 1 for complaint (B)(4).